Event description:
It was reported, that the patient passed away, due to right ventricular (rv) failure and stroke. An autopsy was not performed. The device was not explanted.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted, once the manufacturer¿s investigation is completed.

Manufacturer narrative:
This event was determined to be a supplemental information. All additional information and investigational findings will be reported under MFR # 2916596-2023-07225.